Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Section d6b: explant date: not applicable, lens remains implanted section e1: telephone number: (B)(6) section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens had a scratch on it near the haptic, and this was noticed after implantation. The iol was left in the eye. There was no delay in treatment or other interventions performed. No further information was provided.